Event description:
Ventilator model maquet servo-I displayed technical error #10003. Ventilator stopped ventilating the patient. The patient was manually ventilated until a replacement was ready and there was no harm. The ventilator with the technical error passes the pre-use check. The error code was listed in the event log memory. This has been reported to maquet and the complaint reference number is (B)(4). We had the same situation with another unit that also was reported to the manufacturer (reference number (B)(4) for the other device). The response so far from maquet is that the errors have been confirmed. The errors may be caused by corrupt data. Turning the ventilator off and on corrects the error. They replace the control board as a precaution. This model ventilator can stop ventilating at any time.